Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had a cardiac ablation where the device was not placed in surgery mode. Subsequently, the patient had trouble connecting to the ipg. A recovery function was executed and successfully recovered the ipg.